Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor smooth saline implants and experienced autoimmune symptoms including joint/knee pain, feeling like she is dying, migraines, b12 deficiency, fatigue, brain fog, difficulty concentrating, muscle pain, insomnia, limb numbness and tingling, temperature intolerance, sensitivity to light and sound, pain in the rib cage, chest, back, neck, face, shoulder, ringing in her ears, heart palpitations, bacterial and yeast infections, and hair loss post operatively. The patient indicated they were diagnosed with rheumatoid arthritis and osteoporosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On march 8, 2021, mentor received additional information providing an updated date of event. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).